Manufacturer narrative:
Complaint confirmed. One unpackaged ar-18700-29, batch 1391940 driver shaft was received for investigation. Visual inspection through the use of micro-vu ID: 654 identified that the drive geometry at the distal tip was both twisted and broken. Micro-vu measurements revealed that approximately 0.09620" of the tip remained, with design tolerances outlining the tip length as measuring between 0.125"±.001". The whorl pattern visualized under magnification across the surface of the drive geometry indicated that the tip broke as the device was being torqued. Material analysis testing identified that the returned ar-18700-29 driver shaft met composition specifications. Based on the observed condition of the distal tip and all findings noted, this event is most likely the result of over-torquing the driver during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a proximal phalanx fracture of the 2nd finger repair procedure, as the surgeon was inserting the screw when the tip of the ar-18700-09, drive shaft broke. The broken piece was removed. The surgeon used an ar-18700-29, drive shaft, for insertion of the last screw, the surgeon could feel the tip of the driver was twisting and backed off removing the ar-18700-29. The case was completed leaving the screw not fully seated.